Event description:
Information received from the field notes that during a routine follow-up, loss of ventricular capture was observed at 7.0 v, 1.5 ms. R-waves measured at 1.0 mv. The pulse generator was programmed to aai. The patient tolerated the aai programming well and event records showed that the patient had a heart rate above the programmed base rate.